Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had loose reservoir and rewinds slower than normal. Customer stated that battery life severely diminished and new batteries rejected when new one put in scratches on screen and back of pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, active current measurement, self test and occlusion test. Device primed and seated properly when the test reservoir was detected. No rewind anomaly noted. However, device failed the sleep current measurement due to problem isolated to electrical board. (B)(4).